Event description:
It was reported that the 9800 system made a popping noise from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage cable, battery pack, hard drive, and the software were replaced during the service call. The system was tested and found to be working as intended and put back into service.